Event description:
Same case MFR # 2134265-2009-04490. It was reported that during a unspecified procedure stent damage occurred. The 90% stenosed lesion was located in a severely tortuous right coronary artery. The 3.50x20mm taxus liberte stent was unable to cross the lesion. When the physician attempted to pull the device into the guide catheter to remove from the pt, it was noted that it got caught at the tip of the guide catheter. There was some damage to the proximal edge of the stent. Another 3.5x20mm taxus liberte stent was deployed. The stent was post dilated with a 3.50x20mm apex monorail balloon. The balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).